Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the screw was not moving as intended. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Troubleshooting was performed, and the customer reported that the dial was difficult to turn on and the dose amount was recorded in the inpen app. The customer was advised that the insulin pen would be replaced and advised to revert to a backup plan per the healthcare professional's instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pen. Mmt-105elpkna was requested, and the customer response was that the device would be returned.

Manufacturer narrative:
Unit paired successfully to commercial app. Unit passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.90 ozf-in). Inpen passed dialing alignment using dose knob zero alignment gage. Inpen passed front cap investigation. In conclusion: inpen received working as designed. No mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of difficult to dial/dose or dose log/report data inaccuracy was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.